Manufacturer narrative:
Device evaluation: the suspect product was not received. However, photos were provided by the customer. The customer provided photo was evaluated. The photo shows the complaint device with the plunger advanced with a lens exiting the cartridge tip. A zoomed in view of the cartridge shows a lens being pushed out of the cartridge by the plunger rod. The lens can be observed to be damaged with a missing haptic. Since no product was received, no further evaluation was performed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5, a6, patient information: unknown/not provided. Section a3b, gender: customer responded ¿male/cisgender¿. Section d6a, if implanted, give date: not applicable. There's no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Therefore, not explanted. Section e1, telephone number:(B)(6). Entering the telephone number in h10 as the field only takes the us format. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was damaged. When trying to place the iol in the patient¿s eye, the viscoelastic was placed at the injector outlet and in the holes in the base. The doctor noticed a very high resistance and when forcing to expel the iol, it all came out, deformed and torn. No further information was provided.